Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned impaction pad exhibits signs of repeated use and shows fractures. There's a visible scratch in the middle of the impaction pad. There's another fracture showing a missing part. The fractured component was not returned. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The returned impactor pad has a potential field age of three years. Per the package insert, end of life is normally determined by wear and damage due to use. The technical examination showed visual signs of wear due to use, however root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the device was discovered fractured when sales representative was reassembling an instrument tray in the sterile processing department.